Manufacturer narrative:
(B)(6). Results: bdj was able to confirm the customers¿ indicated failure mode with the sample provided, photographs of the defective components were attached to the complaint. The photos were evaluated and the customers' indicated failure mode for cap leakage with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the root cause for the reported defect is a missing vent plug which is designed to block the flow of blood past the stopper once the syringe has reached the preset fill level.

Event description:
It was reported that 3ml bd preset¿ syringe with bd luer-lok¿ tip. Bd eclipse¿ needle leaked blood from that cap during mixing. No serious injury, blood to mucous membrane exposure or medical intervention was reported.